Manufacturer narrative:
(B)(4). Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? Did the device start to deploy staples and cut but could not be completed (partially fire)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Customer did not provide detailed description of event. They said the device couldn't be opened again after being brought inside the abdomen. Device was removed and replaced. Customer did not report tissue being locked in the instrument.

Manufacturer narrative:
(B)(4). Batch # p57z7g. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Did the device start to deploy staples and cut but could not be completed (partially fire)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy, instrument did not fire. Trigger blocked extremely and made noises. Afterwards, device could not be opened to change reload. Surgery was finished with new device. No harm to patient.